Event description:
Event description guidant received information that during a follow-up visit, two weeks post implant, this atrial lead and device had an impedance measurement greater than 2500 ohms in both unipolar and bipolar configuration. The daily measurements also recorded impedance measurements greater than 2500 ohms. The lead appeared to be sensing and pacing appropriately. The field representative discussed this observation with technical services.

Manufacturer narrative:
A technical service consultant discussed that this is an out of range lead impedance measurement and recommended changeout of the lead. A connection issue or lead fracture was suspected. The physician elected to monitor the lead at this time due to appropriate sensing and good threshold measurements. There have been no adverse events reported. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Additional details were received stating that an x-ray confirmed this lead was fractured. The lead was removed from service and replaced. It was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up visit, two weeks post implant, this atrial lead and device had an impedance measurement greater than 2500 ohms in both unipolar and bipolar configuration. The daily measurements also recorded impedance measurements greater than 2500 ohms. The lead appeared to be sensing and pacing appropriately. The field representative suspected that the physician may have accidentally damaged the lead during the implant. The field representative discussed this observation with technical services.